Event description:
A surgeon reported experiencing no irrigation or phaco from the foot pedal during a cataract extraction procedure. The case was completed using an alternate foot switch. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
The customer did not request svc; however, the customer did request a footswitch exchange. An initial visual assessment of the returned footswitch did not reveal any nonconformity. The footswitch was tested and did not pass as there was no response when the footswitch treadle was depressed. The footswitch was disassembled for further eval. Upon disassembly, the wire in the footswitch motor cable assembly was found to be nonconforming. There were also nonconforming stand-offs observed. However, the nonconforming stand-offs were not related to the customer reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The root cause of the customer reported event of no irrigation or phaco from the footswitch was determined to be due to a nonconforming wire in the footswitch motor cable assembly. The root cause of the observed nonconforming stand-offs is unk. (B)(4).